Event description:
This is a solicited report by a nephrologist from (B)(6) of aseptic peritonitis in a (B)(6) female patient coincident with extraneal viaflex therapy (lot numbers 10f05g37, 10g21g37, 10h22g37, 10h26g38 and 10i9g37). In 2009, the patient began treatment with extraneal viaflex (500ml, daily, lot numbers 10f05g37, 10g21g37, 10h22g37, 10h26g38 and 10i9g37) intraperitoneally (ip) for peritoneal dialysis (pd) and off label use. On (B)(6) 2010, the patient experienced aseptic peritonitis requiring hospitalization. On an unknown date, extraneal viaflex therapy was discontinued. It was not reported if the patient underwent laboratory testing or received remedial therapy. On an unreported date in (B)(6) 2010, the patient recovered without sequelae from the event of aseptic peritonitis. The patient's concomitant medications were not reported. The nephrologist believed that the event of aseptic peritonitis was possibly related to extraneal viaflex therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.